Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps would not release during a vitrectomy with membrane peel surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. Two forceps samples were received by manufacturing. One sample was in opened original packaging while the other sample was without original packaging and inside of a plastic bag. After review of information, it was determined that the sample from the plastic bag belongs to this investigation. The sample shows a bent shaft, bent grasping arms and surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the shaft is bent. Due to the surgery residuals and the device condition it can be concluded that user handling bent the device and this force broke the tip tube connection. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Root cause was determined to be user handling. The condition of sample indicates that force during use bent the device and broke the tip tube connection. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).